Event description:
It was reported that the pt underwent a tlif for stenosis at l3/4/5 using interbody device and multi level posterior fixation. It was reported that the cage backed out at l4/5 due to loosening of pedicle screw at left side l5. The pt reportedly was not in compliance post op. The surgeon believed that the cause of the device back out was not associated with the implants. The revision surgery for re-inserting the cage was performed approximately five weeks post op.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for eval. We are unable to determine the cause of the event. However, the suspect devices in use are lot# w08f4061 and # w08g0807. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. In addition, this part is not approved for use in the united states; however a like device catalog# 86746540, was cleared in the united states.